Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer checked the event log and found out motor fault, low pip and low ve on this unit. Additionally, the led on the turbine driver was red. The customer tested the unit and confirmed that the issue was caused by faulty turbine.

Event description:
The customer reported that the vela ventilator alarmed vent inop. The customer confirmed that there was no patient involvement associated with the reported event.